Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacing the main pcb fixed the reported issue. The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the ventilator is alarming 'speaker fault". No patient involvement.